Event description:
It was reported that patient had suffered a revision surgery due to pain following journey deuce partial knee replacement. Complained devices: oxinum femoral component size 8, tibial baseplate size 6.

Manufacturer narrative:
The associated journey femoral component, tibial insert and tibial baseplate were returned and evaluated. Our clinical evaluation noted that no clinically relevant documents were provided to conduct a thorough medical assessment. Therefore, no medical assessment is warranted at this time. The lab analysis noted that the femoral component had cement attachment. Its articulating surface was in good condition. The tibia insert had visible signs of burnishing and scratches present on the superior surface, with a visible wear pattern near the lateral edge. The insert was also damaged near the medial edge which was likely due to instrument damage. The inferior surface of the tibia baseplate had some cement attachment. No material or manufacturing deviations were observed during this investigation. Part and lot number on the femoral component and the insert cannot be identified as the parts are still covered with cement residues. A review of the manufacturing records for the baseplate did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.